Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was selected for an implant. The dimensions of the defect were as follows: landing zone measurements: minimum: 15mm (at 0 degrees), maximum: 22mm (at 135 degrees); ostial measurements minimum: 17mm (at 90 degrees) maximum: 26mm (at 45 degrees); depth measurements: minimum: 18mm (at 90 degrees) maximum: 21mm (at 45 degrees). The sizing was done by angiogram and transesophageal echocardiogram (tee). During the procedure, the amulet was placed, and a long tension test was performed, and no movement was observed. Immediately upon release from the delivery cable, the lobe shifted up on the mitral side. The delivery cable was attempted to reattach to the amulet without success. The amulet was attempted to be retrieved via transcatheter snare without success. The device was still in place, and compression of the device was still observed on fluoroscopy. The physician decided to leave the device in place and keep the patient for observation with follow up tee. The patient was kept for observation for 48 hours. Post implant, a follow up tee ensured that the device did not shift again. Since complete occlusion of the left atrial appendage (laa) was compromised after migration, leaving a 4mm leak, the physician planned to keep the patient on anticoagulant until further plan was made for complete closure. The patient status was reported as stable.

Manufacturer narrative:
An event of device migration and residual shunt (leak) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from field indicated that during the procedure, the amulet was placed, a long tension test was performed, and no movement was observed. Immediately upon release from the delivery cable, the lobe shifted up on the mitral side. The delivery cable was attempted to reattach to the amulet without success. The amulet was attempted to be retrieved via transcatheter snare without success. The device was still in place, and compression of the device was still observed on fluoroscopy. The physician decided to leave the device in place and keep the patient for observation with follow up tee. During a follow up with tee, the device did not shift again. Since complete occlusion of the left atrial appendage (laa) was compromised after migration, leaving a 4mm leak, the physician planned to keep the patient on anticoagulant until further plan was made for complete closure. The patient status was reported as stable. Based on the information received, the root cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was selected for an implant. The dimensions of the defect were as follows: landing zone measurements: minimum: 15mm (at 0 degrees), maximum: 22mm (at 135 degrees); ostial measurements minimum: 17mm (at 90 degrees) maximum: 26mm (at 45 degrees); depth measurements: minimum: 18mm (at 90 degrees) maximum: 21mm (at 45 degrees). The sizing was done by angiogram and transesophageal echocardiogram (tee). During the procedure, the amulet was placed, and a long tension test was performed, and no movement was observed. Immediately upon release from the delivery cable, the lobe shifted up on the mitral side. The delivery cable was attempted to reattach to the amulet without success. The amulet was attempted to be retrieved via transcatheter snare without success. The device was still in place, and compression of the device was still observed on fluoroscopy. The physician decided to leave the device in place and keep the patient for observation with follow up tee. The patient was kept for observation for 48 hours. Post implant, a follow up tee ensured that the device did not shift again. Since complete occlusion of the left atrial appendage (laa) was compromised after migration, leaving a 4mm leak, the physician planned to keep the patient on anticoagulant until further plan was made for complete closure. The patient status was reported as stable. No additional information was provided.